Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a tactile examination found that the device was kinked 17cm proximal to the proximal edge of the proximal markerband. The device was then connected to an encore inflation system and a leak was confirmed at this position. A further microscopic examination found that the source of the leak was a longitudinal tear on the shaft at this position. This type of damage is due to the device coming into contact with a sharp object during preparation or use. The shaft outer diameter (od) was measured and is within specification. No issues were noted with the balloon and tip sections of the device. It was evident that the device had been subjected to positive pressure as the balloon was no longer wrapped and contrast medium was visible in the inflation lumen. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon pinhole occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified common iliac artery. A 7.0-40, 80 wanda¿ balloon catheter was advanced to predilate the lesion. The balloon was first inflated at 7 atmospheres. However when the balloon was inflated to 7 atmospheres on the second inflation, the pressure level stopped increasing. The device was completely removed from the patient. The device was checked and it was found out that there was a hole on the proximal section of the balloon. It was suspected that the hole caused the pressure level to stop increasing. The procedure was completed using an unspecified size mustang balloon catheter. No patient complications were reported and patient's status is good. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that balloon pinhole occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified common iliac artery. A 7.0-40, 80 wanda¿ balloon catheter was advanced to predilate the lesion. The balloon was first inflated at 7 atmospheres. However when the balloon was inflated to 7 atmospheres on the second inflation, the pressure level stopped increasing. The device was completely removed from the patient. The device was checked and it was found out that there was a hole on the proximal section of the balloon. It was suspected that the hole caused the pressure level to stop increasing. The procedure was completed using an unspecified size mustang balloon catheter. No patient complications were reported and patient's status is good. This product is only ous approved but it is similar to an approved us device.